Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 363 mg/dl with polydipsia and extreme drowsiness associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the bolus totals matched the patient's programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump's history. It was also revealed that the basal delivery totals in the total daily dose did not match due to a cartridge change and the basal edit screen being accessed. Cts referred the patient to their healthcare provider for diabetes management. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 11/19/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/07/2015 with the following findings: the last bolus delivery and the last basal delivery were on (B)(6) 2015. There were typical alarms observed in the alarm history. The pump was exercised for 24hr duration test and no errors, alarms or warnings were duplicated. The total daily doses correctly reflected the users programmed basal and bolus deliveries. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).